Event description:
A physician reported that during the cataract surgery with intraocular lens (iol) implant procedure lens found to have mark on it. The company delivery system was used along with company ovd. No issues occurred during the folding of the implant. The patient had not yet attended the post-operative consultation to determine whether the mark is causing any discomfort. Additional information has been requested and stated that the implant inspected before the folding however not under a microscope. As per the reporter injector nozzle touched the optics during implant injection and would have caused the scratch/mark. It was also stated a sudden jerk was felt midway through the injection. The physician saw the patient again. The mark was located at the pupillary margin. The patient did not experience any discomfort, and explanation was not planned.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of a damaged optic by injector; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.